Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference#: 1627487-2019-09173. Related manufacturer reference#: 1627487-2019-09174. It was reported following an drg trial lead procedure on (B)(6) 2019, the patient complained of leg pain and weakness. In turn, the patient underwent surgical intervention on (B)(6) 2019 where the leads were removed. The patient kept at the hospital overnight for observation.

Event description:
Related manufacturer reference#: 1627487-2019-09173. Related manufacturer reference#: 1627487-2019-09174. Follow-up information revealed the patient has made a complete recovery.